Event description:
It was reported that there was a loose luer lock connector before filling one intermate elastomeric device. This event did not involve a patient. No additional information is available.

Manufacturer narrative:
(B)(6) - the lot number 12a058 was manufactured between january 16, 2012 and january 17, 2012.a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation. The distal luer post was found detached which confirmed this condition. The cause was a packaging issue related to stress from the shrink wrapping process. Should additional relevant information become available, a supplemental report will be submitted.